Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited undersensing. It measured low r waves and was picking up background noise. Programming changes were made. The patient was in a stable condition.

Event description:
New information states that review of the transmission revealed brady and pause episodes due to undersensing. Programming changes were discussed. No programming changes were made.